Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir and infusion set was leaked between two o rings. Customer's blood glucose level was 154 mg/dl. Customer stated that the reservoir was discarded. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used transfer guard and using a new lab reservoir. Performed pre-fill reservoir test per dop114-811 and es9041. Found transfer guard no leakage anomaly during filling.(B)(4).